Manufacturer narrative:
H2: corrected information in h6 (component code, type of investigation, investigation findings & conclusion). H3, h6: the reported device was received for evaluation. A visual evaluation showed the device was not returned with any original packaging. The etching is legible and the lot matches the complaint. The device has scrapes and signs of wear. The rounded tip of the hook has fractured away and was not returned. The failure is associated with a well-known failure mode that has been thoroughly investigated in prior complaints. No new information, trends, or patient impact were identified that would warrant further review. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found no similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states the provided instrument photos appear to support the complaint (missing tip). The material composition of the externally communicating crochet hook suture passer device is 17-4 stainless steel. The device is not manufactured or intended for implantation; therefore, long-term implantation data is not available. All documents and images provided as of this date have been reviewed and considered and unless noted do not contribute to the clinical/medical investigation. A definitive clinical root cause could not be concluded. However, instrument wear and end of serviceable life, as well as a user technique/ procedural variance, cannot be ruled out as potential contributing factors. The patient impact includes the retained non-implantable foreign body fragment in an unspecified location/tissue. (It is unknown if the fragment is embedded in tissue). Migration cannot be predicted. Corrosion, local discomfort and macro-/micro-motion cannot be ruled out. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences (an application of unintended inappropriate or excessive force to the device, attempted correction of a damaged device, or an impact event inconsistent with normal use). Based on this investigation, there is no evidence to suggest a design, material or manufacturing issue. Therefore, the need for corrective action is not indicated.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that after the procedure, upon review of post-operative imaging, the distal tip of the hook crochet device was found to be broken, with the fractured piece remaining inside the patient. The breakage occurred during use in treatment. There was no surgical delay, and no further intervention was noted at the time. No further complications were reported.